Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of system controller nicked power cables with fluid ingress was not confirmed. There were no photos submitted for review. A review of the submitted controller event log file spanned approximately 9 days (22jul2025 ¿ 30jul2025 per time stamp). There were no notable alarms active in the log file. The system controller, serial (B)(6) , was not returned for analysis. The provided information stated that the system controller had three nicks in the power cables and two sections were showing signs of oxidation. This is indication of fluid ingress. The patient stated that there were no associated alarms. It is unknown how this damage occurred. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had 3 nicks on their primary system controller power cables, 2 of which show signs of oxidation. It was noted the patient was lost to follow up for 2 years so the hospital intended on performing labs and diagnostic imaging before exchanging the system controller. The patient did not report any alarms. Log file review revealed no unusual events in the log file event history. The mechanical circulatory support equipment appeared to be operating as intended.